Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. Analyst noted that the stylet received in lead was damaged. Stylet insertion test was performed using stylet sample in the lab, and the stylet passed through the coil lumen without obstruction.

Event description:
It was reported that during implant procedure for implantable pacing lead (ipl) difficulties inserting a stylet into the lead occurred. The ipl was removed. No patient complications have been reported as a result of this event.